Event description:
It was reported that a patient underwent a hernia repair procedure on an 3/7/2022 suture was used. The needle separated from the suture inside the packaging. The surgery was completed with a same like product. No adverse patient consequences were reported. Additional information was requested.

Manufacturer narrative:
(B)(4). Additional information was requested, and the following was obtained: please confirm the product code of the alleged device? Pdpd115h. Are there any photos for visual analysis? No. Investigation summary:visual analysis of the returned sample revealed that one opened sample of product code pdp115h40, was received for evaluation. After investigation of the sample, short insertion was observed in the strand. The visual inspection concluded that the combination of the needle/suture was found detached since the insertion end of the suture did not meet the requirement. Based on the information currently available, the pull-out was identified during the investigation of the sample received. One empty opened box and twenty-six packets of product code pdp115h were returned for analysis with the packaging closed. Upon initial inspection, of the samples, no external damages were observed on the packets. Were noted. Upon visual analysis, the barrel hole was examined under 20x magnification, and a damaged needle defect was observed, the damage found was an opening in the barrel wall in nine samples; for the rest of the samples, no defects. Functional testing was performed, and the pull force did not meet the requirements in four samples. However, in the rest twenty-two samples, the pull force met the requirements. Based on the information currently available, the damaged needle and cracked barrel were identified during the investigation of the sample received. Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent. The reported product code and lot number were pdpd115h and rlmcps. However, lot number rlmcps corresponds to product code pdp115h. Please confirm that the product code involved in this event is pdp115h. A manufacturing record evaluation was performed for the finished device lot, and no non-conformance's were identified. This is a combination product, and the event has been reviewed for both the suture and the triclosan. Trade name - irgacare®. Active ingredient(s) ¿ triclosan. Dosage form ¿ suture/solid/parenteral. Strength ¿ = 2360 g/m.

Manufacturer narrative:
Product complaint # pc-(B)(4). Date sent to the FDA: 8/10/2022 this is a combination product, and the event has been reviewed for both the suture and the triclosan. This report is being submitted pursuant to the provisions of 21 cfr, part 803, part 4 subpart b. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. H3 investigational summary: visual analysis of the returned sample revealed that one opened sample of product code pdp115h40, was received to ethicon inc for evaluation. After investigation of the sample, short insertion was observed in the strand. The visual inspection concluded that the combination of the needle/suture was found detached since the insertion end of the suture did not meet the requirement. Based on the information currently available, the pull-out was identified during the investigation of the sample received. This product issue will be addressed through ethicon inc¿s quality system. Additional complaint information monitoring for potential safety signals will be conducted through complaint trending as part of post-market surveillance. Trade name - irgacare® active ingredient(s) ¿ triclosan dosage form ¿ suture/solid/parenteral strength ¿ = 2360 g/m

Manufacturer narrative:
Product complaint # (B)(4). Date sent to the FDA: 6/6/2022. This is a combination product, and the event has been reviewed for both the suture and the triclosan. This report is being submitted pursuant to the provisions of 21 cfr, part 803, part 4 subpart b. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Additional information was received: sales rep confirmed that product code is pdp115h. Trade name - irgacare® active ingredient(s) ¿ triclosan. Dosage form ¿ suture/solid/parenteral. Strength ¿ = 2360 g/m.